Event description:
A complaint of the pt's precision sys being explanted due to an infection at the pocket site was reported. The pt recently underwent a pocket revision in 2008. Shortly after the revision, the pt developed an infection at the original pocket location, and the decision was made to explant the sys.

Manufacturer narrative:
The explanted materials will not be returned for eval, as they were discarded by the medical facility.